Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. One opened probe was received with a tip protector, in a tray along with other items, for the report of no cutting performed during surgery. The returned sample was visually inspected and found to be conforming. The sample was then functionally tested for actuation, aspiration, and cut. The sample was found to be conforming for aspiration and cut and was found non-conforming for actuation. The probe was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at the cutting edge and wear marks were observed at a couple locations along the inner cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (needle assembly) was removed the probe was able to actuate. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation does not confirm that the probe had a cut failure. The evaluation indicated that the probe had an actuation failure. The cut functionality of the probe was conforming, however, the observed actuation failure could have caused the probe to not cut at the time the reported event was observed. The cause for the actuation failure is the observed wear to the inner cutter of the probe. A worn inner cutter can impede the movement of the cutter shaft. How and when the inner cutter of the probe became worn cannot be determined form the evaluation performed. No specific action with regard to this complaint was taken by the manufacturing site because the reported cut failure was not confirmed and an exact root cause for the actuation failure cannot be determined from the evaluation performed. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the probe did not cut with aspiration working during a procedure. The probe was replaced and procedure completed with no patient harm.